Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2012 states that the lead is fractured. The patient received 8 shocks due to noise caused by the fracture. The physician was dr. (B)(6) at (B)(6) hospital. Will do a lead revision tomorrow. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).